Event description:
Well in 2010, I had the mirena birth control contraceptives taken out after having it for 4 years, and the essure implanted in (B)(6) 2010. In (B)(6) of 2010, I started having big bruises all over my body that was itching and burning. I'm hurting so bad it was unexplained, I have fatigue, tiredness, weakness. Went to the doctor and they could not tell me what was wrong. Emergency rooms, urgent cares, regular primary care doctor, nothing! So about a year later I had another outbreak of the big bruises all over my body as if someone was beating me which was not true. Went to the doctor again, they couldn't find out what was going on. I was completely healthy until 2010. Couple of years went by, finally (B)(6) 2014, I was finally diagnosed with auto-immune disease. Over the years I have been losing hair, my nails have been brittle, breaking off, and my fingernail is always purple. This didn't start happening until after I got this essure. My whole life has changed since 2010 with this essure being implanted in me. I went to the doctor ob/gyn recently and they would not remove it. I told him this may be causing the problems that I'm having, but they refused to do so. Sometimes it causes me temporary deformities of my joints, elbows, knees, ankles, hips, shoulders, where it can last up to two to three weeks, causing me to have to miss work. I have applied for disability. I'm only (B)(6) and I should not have to suffer because of this medical device. I have children I have to raise. I think essure is the main cause of these issues I'm having. I had no issues with my body until 2010.